Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer replaced row board cable on main 3.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer was failed on station sahpxonc2 causing a delay of 30 minutes to one hour in dispensing medications to the patient. The customer rebooted the station by recovering the storage space but issue still persistent. There were no adverse events or injuries reported based on this event.